Event description:
While attempting to deploy the contralateral limb of a bifurcated stent graft, there was difficulty pulling the contralateral limb sheath. After pulling on the limb wire several times, the contralateral limb was unsheathed, however, when trying to completely remove the limb wire and sheath, the contralateral sheath would not come through the 9fr introducer sheath. The 9fr sheath was pulled out to remove the contralateral limb wire and sheath, then reintroduced. After the device was fully deployed, the physician encountered difficulty retracting the delivery system. The front sheath kept getting hung up at the distal limb of the stent graft. Several maneuvers to free up the device were unsuccessful, and eventually caused the polyimide tubing to separate above the front stop. The distal end of the delivery system was removed. A piece of the polyimide was sticking out of the puncture site. The physician tried to remove the proximal end of the delivery system by pulling on the exposed piece, but was unsuccessful, and consequently ended up breaking off another piece of tubing. The patient was then converted to open repair and tolerated the procedure well.

Manufacturer narrative:
Engineering analysis of the returned device indicated no device or material failure. Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.